Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 27, 2017. (B)(4).

Manufacturer narrative:
Model #: "01/2021". Based on the available information, this event is deemed to be both a serious injury. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 21, 2016. (B)(4).

Event description:
Distributor reported a device cuff deflation fault and subsequent hypoxic emergency. A patient with chronic respiratory failure and intercerebral bleeding had undergone a tracheostomy 21.5 hours before the event. Vital signs were stable before and after the procedure. Pre-intubation cuff pressure was 22cm h2o. On (B)(6) 2016, the respirator alarmed and indicated low volume. The patient appeared cyanotic and exhibited levels of fio2:100% and spo2:82%. Thirty (30) minutes later the patient appeared severely cyanotic and exhibited levels of fio2:100% and spo2:40-75% with a bradycardic heart rate of 46/min. Consciousness readings diminished from e4vem4 to e1vem1. Emergency intervention with two(2)amps IV bosmin (epinephrine) and removal of the device. Cuff leakage was confirmed by the nursing staff. Vital signs gradually stabilized (tv:500ml;rr:16,peep:6cm h2o, fio2:100%)after receiving treatment via respirator in controlled mandatory ventilation (cvm) mode and IV dopamine. Patient's consciousness return to baseline (e4vem4)on (B)(6) 2016. No further information was available.

Manufacturer narrative:
The last three (3) product monitoring reviews (pmrs) were reviewed. A trend was observed for the product category, gentlecath catheters, and the reported malfunction, catheter tip is deformed or incorrect shape, or tip is missing/not formed. Complaint spanning from october 27, 2014 through october 27, 2016 (2 years) was reviewed as it related to reports for the tracheostomy tubes. A total of one (1) complaint was observed. No trends for the lot number, icc code or failure were observed. No further action is required for investigation of this complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).